Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The force sensor flex assembly, force sensor pusher, force sensor gasket, downstream tubing guide and I/o pcb were replaced.

Event description:
During eval of a returned spectrum infusion pump 5 occurrences of "downstream occlusion" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.